Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from u.s.a. Stating that the device damaged a cord. The device was not being used during surgery. It is unk if there was pt or user injury or medical intervention. There was no additional info provided.